Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 3 complaints reported for this issue. This is 1 of 3 complaints of this nature reported against the finished goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Consequently, the customer's report of air from around the auto stopcock could not be replicated. Because a sample was not returned for investigation, the root cause for the customer's report could not be determined. An internal investigation has been opened to address complaints of a similar nature. (B)(4).

Event description:
A surgeon reported that air originated near the auto stopcock during infusion. It was also noted that a small amount of solution "came in" after switching to air. This occurred at the end of the auto stopcock, close to the patient. The case was able to be completed without patient impact.